Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and confirmed a leak from the cap piercer blade wash chamber. Further investigation revealed a piece of broken cap piercer blade was lodged in the cap piercer shuttle, resulting in an obstruction and overflow of wash solution onto sample tube caps. The fse replaced the cap piercer shuttle to resolve the leak. (B)(4).

Event description:
A customer reported to beckman coulter (bec) a leak occurred from the cap piercer of their unicel dxc 600 pro synchron system onto the tops of sample tube caps. The customer wore gloves and a lab coat during the event. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.